Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip cover involved with this complaint and confirmed the customer reported complaint of hole burned through. The tip cover was found to have a.024 x 0.024 oval circle/hole in the silicone. The silicone exhibited localized melting around the hole, indicative or arcing. The tip cover was cut in half to observe the underside of the arcing damage and the appearance of the thermal damage on the underside confirms the finding that energy originated from the mcs and traveled out. The site returned the monopolar curved scissors instrument that believed to have been used in conjunction with the tip cover, and no arcing was observed on the instrument. This complaint is being reported based on failure analysis investigation results confirming that arcing occured. Even though no patient harm was reported, if the malfunction was to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy with bso procedure, a hole on the tip cover accessory of the monopolar curved scissors instrument was observed. On 05/19/2016, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information regarding the reported event: the damage was observed on the grey area of the tip cover accessory. The surgeon was using the instrument to cut and cauterize when the hole was observed. The surgeon immediately stopped the use of the instrument and completed the procedure successfully using a replacement instrument. There was no report of patient harm, adverse outcome or injury.